Manufacturer narrative:
As product was not returned, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer's mother reported that on (B)(6) 2012, customer noticed the screen of her adc blood glucose meter looked "burned". Caller further reported customer uses an insulin pump and due to the problem with the display she could not get a reading and subsequently began to feel "hot" and then experienced a loss of consciousness. No third-party medical intervention was required. Customer self-treated by drinking a soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4) all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was tested with retained test strips of a different lot. The complaint is not confirmed. Visual inspection was performed there is no indication the liquid crystal display (lcd) was burned. There was a presence of a black spot on the lcd. The lcd was replaced with known good lcd. Meter powered on with button press. Control solution testing was performed and all results were within range specification. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. The complaint is not confirmed.